Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 13.9-14.0cm from the is-1 connector pin, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 9.0-10.4cm and 15.0-15.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.